Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an occlusion in the tip of the handpiece.

Manufacturer narrative:
Addiitional information is provided. The customer reported that the phaco handpiece had an occlusion in the tip during a procedure. No further information was received from the customer. The company service representative examined the system was not able to replicate or confirm the reported event. The company service representative assessed the associated handpieces and found no issues. The system was then tested and met all product specifications. The first phaco handpiece was manufactured on august 23, 2016. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on september 21, 2017. Based on qa assessment, the product met specifications at the time of release. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified; therefore, a lot number history review could not be conducted. The phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).